Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: avoiding damage during surgery care should be taken not to damage the prosthesis with surgical instruments. Do not insert or attempt to repair a damaged prosthesis. Use care in subsequent procedures such as open capsulotomy, breast pocket revision, hematoma/seroma aspiration, and biopsy/lumpectomy to avoid damage to the implant shell or valve. Do not contact the implant with disposable, capacitor-type cautery devices.

Event description:
Healthcare professional reported "[the doctor] placed a breast implant in the right side pocket and started to suture up the patient and the implant started leaking". Device was not implanted and surgery was completed with a backup device.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease flat. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identified a striated edge opening, consistent with the use of a surgical tool on anterior side. The fill test inspection was performed the result is no blockage. Based on the device analysis the final assessment is a striated edge opening on anterior side due to surgical damage.

Event description:
Healthcare professional reported "[the doctor] placed a breast implant in the right side pocket and started to suture up the patient and the implant started leaking". Device was not implanted and surgery was completed with a backup device.